Event description:
Director of nursing stated that the surgeon was performing a mini-open rotator cuff repair on a left shoulder. The surgeon did not pre-drill prior to insertion and when he got the anchor in place, it sheered off at the handle and severed the suture. The surgeon was unable to remove or pound the anchor in any further. Because there was limited space at the operative site, an additional anchor could not be placed. The surgeon used a suturing technique to complete the repair. A delay of twenty minutes took place and no patient injury or complications resulted.